Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the promus element drug-eluting stent was returned and analysis was completed. The investigation showed no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination found that the proximal end of the tip was stretched. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The tight stenosed, eccentric, de novo, target lesion had a bend between 45 and 90 degrees and was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). The vessel bed was prepared with a 2mm balloon and the 3.5 x 20mm promus element drug-eluting stent introduced. However, the shaft of the device broke outside of the patient while negotiating with the lesion to advance the stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The tight stenosed, eccentric, de novo, target lesion had a bend between 45 and 90 degrees and was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). The vessel bed was prepared with a 2mm balloon and the 3.5 x 20mm promus element drug-eluting stent introduced. However, the shaft of the device broke outside of the patient while negotiating with the lesion to advance the stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.